Event description:
It was reported that when the ventilator alarmed, there was no alarm at the patient assist port. Some of the led's are burned out and not working. The ventilator was not on a patient when the reported problem occurred.